Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter split during use and leaked at the hub. The following information was provided by the initial reporter: "cannula split whilst being used. The cannula appeared to split during use" . "Customer has indicated that there is also leakage at the hub".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd insyte¿ IV catheter split during use and leaked at the hub. The following information was provided by the initial reporter: "cannula split whilst being used the cannula appeared to split during use" "customer has indicated that there is also leakage at the hub".